Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that eletrical reset occurred and that voltage was 2.73 volts at 2904 ohms. No patient complications have been reported as a result of this event.